Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a patient had the tubing disconnect between the swan neck catheter adapter and the baxter transfer set. Patient required antibiotics for peritonitis.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.